Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Investigation showed that customer was not properly resolving the e4 occlusion errors and was instead just acknowledging the errors.

Event description:
It was reported that the customer had been in hospital with high blood glucose and ketones. She had repeated e4 and w8 occlusion errors on the spirit combo insulin pump. She had done 3 full infusion set changes on the day she went to the hospital. She went to the hospital as her blood glucose was still getting higher and every time she tried to correct she got a w8. She was then put on an "IV drip" to bring her blood glucose down. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.